Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal tip revealed damage to the shaft material at electrode ring 4. The trilayer shaft material was also noted to be shifted distally, causing all the electrode rings to be shifted distally as well and the fos seal moved on top of the tip electrode. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode could not be conclusively determined.

Event description:
This event is being reported based on analysis which revealed a displaced electrode.